Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly; the technician could not duplicate the event reported by the operator. As the previous cycle did not complete, the steris 40 sterilant concentrate cup the operator replaced may have had residual sterilant remaining. The operator was not wearing personal protective equipment and it appears that sterilant from the aspirator probe splashed on the operator while replacing the cup. The operator manual states (section 7-1), " appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The user facility received in-service training on the proper use and operation of the system 1e processor on (B)(4), 2011. No additional issues have been reported.

Event description:
The user facility reported that a cycle alarmed and did not complete in a system 1e processor. When replacing the steris 40 sterilant concentrate cup, an operator splashed liquid on her face. The operator rinsed her face with water and went to the employee health center where tobradex eye drops and silvadene ointment were administered. The operator reported that her current condition is fine.